Event description:
On (B)(6), 2022, I had ultherapy to my full neck. This treatment melted the fat in my neck, caused nerve damage that is ongoing as of today (B)(6) 2023, muscle weakness resulting in the need for physical therapy and horrible cosmetic outcomes causing significant mental and emotional damage.